Event description:
The customer reported that the insulin pump had possible temp vent blockage. Customer stated that the insulin continues to drip after letting go of the act button during prime process. Troubleshooting was done. Customer's blood glucose was 137 mg/dl. Customer stated was not wearing the insulin pump during priming. Customer's blood glucose was in 240 mg/dl range. Instructed the customer to attach new infusion set and reservoir and re-start the priming process but customer stated he does not have it with him. Customer will try another set and will report back if issue persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.